Event description:
A customer reported an abo discrepancy on the fwd_abo assay on the galileo. The donor sample is historically b positive.

Manufacturer narrative:
A service call was made. Galileo functionality was verified after completing pm on (B)(6) 2011. Performed qc testing of 4 samples as part of pm. All results were as expected. Galileo is performing within specifications. Customer stated to field service personnel that issue may be sample related.